Manufacturer narrative:
F/g,promus element,mr,ous 2.75x38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The proximal end of the stent was damaged with stent struts lifted from the stent profile. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 54mm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section identified no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28-feb-2019 it was reported that crossing difficulties were encountered and shaft kink occurred. Vascular access was obtained via the femoral artery. The concentric target lesion was located in the mildly calcified left circumflex artery (lcx). A 2.75x38mm promus element drug-eluting stent was advanced for treatment. However, the device failed to cross the acute angle of lcx and the physician observed an acute kink on the shaft. The device was removed, put a different stent with the help of support wire and completed the procedure. There were no patient complications reported. However, returned device analysis revealed stent damage.